Event description:
This device is a splittable introducer sheath used for the introduction of catheters into the vessels of the arm. This is not a splittable steel needle as described in co's various 510k files. This device is splittable polymeric catheter sheath. Co may have obtained se rulings for the use of splittable steel needles but not splittable polymer cannula. It seems that co has obtained se rulings to use only breakaway steel needles. Three other companies have obtained 510k se rulings for these same polymeric splittable catheter devices. It appears that co is purchasing one of the other co's introducers in bulk and then packaging it themselves and sterilizing it themselves. If this is true then, they should have to obtain the same clearances as the rest of the industry.